Event description:
A journal article noted that during a hemodialysis treatment, the patient experienced a thrombocytopenic event using an optiflux dialyzer (type unknown). The patient's pre treatment platelet count was 121 and the post treatment platelet count was 48. Upon changing the dialyzer to the xenium gamma beam dialyzer, the patient's post treatment platelet count was 229.

Manufacturer narrative:
(B)(6).